Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they don't think their ins is working anymore. They added that they saw their healthcare provider (hcp) and they determined that they have a urinary tract infection (uti) and are retaining urine. The patient thinks the uti could've started about 1.5-2 months ago. No further patient complications have been reported as a result of this event.